Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons would not respond. The reported denied exposure to moisture, but noted condensation in the screen. The patient reportedly wore the pump in a pouch under a garment against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and have normal spring back and click. During investigation, there was no contamination found under the button contacts. Unrelated to the complaint, the audio bolus button was missing, and there was visible moisture behind the display screen and in the pump.